Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. Further evaluation determined that the system faults 74 and 218 were single occurrences and could not be reproduced during in-house testing. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. During the service center evaluation of the device logs, system faults 74 and 218 were also observed. There was no patient injury reported as a result of this incident.